Event description:
Complainant alleged that during a routine shift check by a clinicain the device shocked the user while charging to 100 joules. Complainant indicated that although the user was shocked, there was no injury as the shock was very small. It is suspected that the shock received was static electrictiy. Complainant indicated that there was no patient involvement in the reported malfunction.